Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had no delivery alarms that occurred a few times yesterday and today on the insulin pump. Customer's blood glucose is 400 mg/dl. Customer changed 3 infusion sets and 2 reservoirs. Customer declined to provide lot numbers. Customer reconnected the infusion set and used a manual plunger. Customer stated that the insulin exits from the tubing. Customer performed a fixed prime test and did not pass. A new no delivery occurred and customer declined to do other tests. Customer was advised to revert to a back-up plan and requested an insulin pump replacement. Customer does not have long-term insulin. The pump will be replaced and returned.